Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported high blood glucose (bg) of 246 mg/dl. The patient was unsure if it was due to lunch or stress. Agent suggested a site change, which patient declined, and planned to follow up. The agent called back; no answer/voicemail left. On final follow up, the patient¿s bg was 311 mg/dl, attributed to recently eating 4 corndogs and black-eyed peas. While the patient's bg was out of range for 90+ minutes, patient's bg was corrected through algorithm. The patient's reported experience during the event was stress at work. No medical intervention required.